Event description:
The facility contacted baxter (B)(4) to report a buretrol solution administration set that "showed a negative pressure in the buret - blood was sucked in the tubing". "Patient has lost 20 ml of blood (remained in the device)". Patient had to receive a new puncture in order to place an peropheral venous infusion. "There was no indication for reflux (like high blood pressure or constriction)." This event occurred during priming. There was a patient involved but there was no report of serious injury in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received contaminated, resulting in the sample being discarded without evaluation. The customer reported condition was not confirmed, the root cause could not be identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.